Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor could not confirm the reported event of the touchscreen not functioning properly. The system monitor functioned as intended during analysis. The unit was tested and returned to the rental / loaner pool a corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 23jun2006. The system monitor was shipped on 12sep2006. The unit was manufactured on 21jun2006. Heartmate ii power module instructions for use revision b states if the screen does not function properly, contact thoratec for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had issues with the screen. When an icon was touched, the screen did not respond which made it difficult to retrieve information. The system monitor was exchanged.